Event description:
1) weakness in legs 2) large knots all over neck and back and spine and getting larger. 4) disfigured front of neck and back. 5) can't swallow well. 6) choking food and vomiting sometimes. 7) eye stroke and nerve roots are damaged, cut muscles. 8) can't sleep. 9) respiratory problems. 10) numbness in arms now 11) nerves have been damaged badly. 12) rptr can't think well, has pain. 13) cramps and spasms in legs and back. 14) depression. (*)